Event description:
It was reported that the stent was successfully released and the delivery sys was withdrawn. Upon an attempt to post-dilate the lesion, the distal end of the delivery sys guide wire lumen tubing adhered to the tip of the pta balloon and it was thereby removed from the pt. The procedure was completed with no further issues, no report of pt injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met the specification prior to shipment. No add'l complaint has been rec'd previously for this lot number. Reportedly, the sys could be easily tracked to the target site and the fractured distal part was identified during balloon treatment. It is concluded that the inner catheter fractured after successful stent placement due to increased tensile friction. No indication was found for process or mfg related issues. As part of the evaluation, a device compatible 0.035" guide wire could be inserted through the returned delivery sys and through the fractured distal part of the inner catheter. Potential factors that could have led or contributed to the event reported have been evaluated. The reported event may be flushing related as insufficient flushing may lead to increased tensile friction inside the inner catheter upon delivery system removal. The event reported may also be related to difficult anatomical conditions. Based on the info available a definite root cause for the reported complaint could not be determined. In reviewing the labeling supplied with this product it was found that the IFU sufficiently address this potential risk. The IFU states. "Flush the inner lumen of the device with saline prior to use."